Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed lesion was located in a calcified and moderately tortuous mid right coronary artery. The lesion was predilated with a 2.5x15mm apex balloon inflated to 12 atms. A 2.50x20 taxus liberte' drug eluting stent was advanced to the lesion, but could not cross. When the device was removed from the pt, stent damage was noted. The procedure was completed with a 2.5x24mm non bsc stent. No pt injuries or complications occurred. Pt status is satisfactory.

Manufacturer narrative:
(B) (4) - the complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).